Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000sr analyzer, list # 3m74-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer stated falsely (B)(6) architect havab-m results were generated for five patient samples assayed when architect havab-m reagent lot 93006hn00 was in use. The customer stated both quality control levels were within specification when the (B)(6) results were generated. An example of one (B)(6) result is as follows: patient #1: (B)(6). The (B)(6) result was not reported out of the lab, therefore, there was no impact to patient management.